Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from two years to five months in one year. Data is going to be sent to engineering for analysis, but at this time, there is no evidence to suggest that this task has been performed. No adverse patient effects were reported. The device remains in service.